Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose of 480mg/dl. Customer also reports that insulin pump was damaged. Customer states that insulin pump was dropped, had black spot on his screen and little crack inside the screen. Customer also mentioned that they had broken clamp. Customer advised to discontinue use of insulin pump and revert to back up plan as per hcp¿s instructions. Insulin pump will be return for analysis.

Manufacturer narrative:
Device received with severely cracked and push in and bleeding lcd glass, minor scratched lcd window, cracked case at the display window corners, cracked lcd window, broken belt clip slot, cracked battery tube threads, missing end cap sticker, stained address number label and cracked reservoir tube lip.